Manufacturer narrative:
The dentist reported that the implant failed to osseointegrate. The implant was successfully placed, but was removed due to pain. However, the patient is reported to be doing fine without any reported adverse events. The plausible cause which might have contributed to this incident is failure to integrate. No abnormality was noted with the implant itself. Also, the DHR was reviewed and no discrepancies were noted in any of the processes related to the manufacturing of the implant itself. The actual complaint part is to be returned for evaluation and investigation. A follow up report will be submitted after the completion of investigation. Failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
It was reported by the dentist that the implant failed to osseointegrate. The implant was placed on (B)(6) 2016 and explanted on the (B)(6) 2017 at tooth location #27. The patient had type ii bone without any general bone loss and granulated tissue around the implant. The patient complained of pain, but the pain disappeared after removing the implant. However, no serous injury or any other adverse event was reported to the patient. No abnormality was noted with the implant itself which might have contributed to this failure. Also, the patient condition is stated to be satisfactory.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a. Returned sample: n/a a as there was no returned part. However, based on the complaint description, the device is not suspect of causing the reported issue. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was toosoft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.